Manufacturer narrative:
The device with a broken haptic and the remainder of the lens were returned loose inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. A broken haptic was observed. The haptic was in front of the plunger. The haptic distal tip was oriented toward the loading area. The device nozzle tip has stress lines. A long, slender aneurysm and a long, wide aneurysm have formed along the posterior beginning after the wound guard and have travelled to the tip exit. The remainder of the lens was returned outside the device, adhered to the exterior loading door in dried viscoelastic. The optic was broken (or cut) into two portions. One haptic was broken in the gusset area (returned inside the device). Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the broken haptic could not be determined. The broken haptic was in front of the plunger with the distal portion oriented toward the loading area. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The nozzle tip has stress and two travelling aneurysms. This damage would indicate the lens/plunger were not in an acceptable position for advancement. The IFU (instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. A qualified viscoelastic was indicated. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd (ophthalmic viscosurgical device) as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the little lead would not come out. Also reported with a description of faulty lens. There was a patient contact noted but there was no patient harm reported. The procedure completed with another iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the facility representative and stated that, the little lead would not come out means haptic of iol did not come out.